Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that her husband had a blood test during a routine visit to his dr, an hr and a half after lunch. She believed it was a hcp meter test but was not certain. She said that the result was 137 mg/dl. About an hr later he did a bg test at home and got a reading of 85 mg/dl. The test strip confirmation dot compared to the color chart at 100-180. She stated that her husband did not have any symptoms. She said that he had done a control solution test that was between 100 and 112 (85-128.) During followup troubleshooting a control test was 109, in range.